Manufacturer narrative:
H.6. Investigation summary: one loose 10ml syringe was received and visually inspected to have multiple small cosmetic scratches throughout the barrel. It was also observed that the barrel did not contain any grad lines but a small ink smudge at the top near the flange. A large puncture approximately 0.5¿ could also be seen wrapping around the barrel near the flange. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the missing print defect is associated with the marking process. Batch # is required to make corrective actions determination. No corrective actions are necessary at this time.

Event description:
It was reported that the bd luer-lok¿ tip syringe was found "without graduation and indent on barrel" inside the packaging.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ tip syringe was found "without graduation and indent on barrel" inside the packaging.